Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. No new lead was implanted in the rv. No additional adverse patient effects were reported. Additional information indicated that there was no rv capture at max output and there was lead dislodgement which was confirmed through chest x-ray. Also, this lead is in the possession of the hospital. A new rv was implanted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. No new lead was implanted in the rv. No additional adverse patient effects were reported.